Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The pod¿s cannula had reportedly dislodged from the infusion site and had bent between the patient¿s skin and pod adhesive. The patient noted they had been bending down a lot, and this could have contributed to the issue. No medical assistance was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.